Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was found at home, unresponsive, without known cause of death. There was a plan for autopsy and noted that the pump will be returned for stat analysis, as well as the system controller will be returned for log file analysis. No further information provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: the explanted pump and primary system controller that was in use at the time of the event were returned for evaluation. A direct correlation between the pump and the patient's death could not conclusively be established through this evaluation. The pump was returned assembled with the driveline intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft was returned attached to the outflow elbow, which was connected to the pump¿s outlet port. The sealed outflow graft was returned attached to the outflow elbow with the outflow graft bend relief attached to the graft attachment. The bend relief collar was attached to the outflow graft and bend relief hardware. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The retrieved log file from the returned system controller contained approximately approximately 11 days of data (dated (B)(6) 2018 - (B)(6) 2018, according to the timestamp). Per the log file, at approximately 11:55pm on (B)(6) 2018 the controller was connected to partially charged batteries for support. Voltage readings for both batteries indicated that the batteries had about 1 bar of charge left when they were connected (approximately 2.2v). At approximately 2:48am on (B)(6) 2018 the controller alarmed with a low battery voltage advisory alarm and at approximately 4:37am it alarmed with a low battery hazard alarm. These alarms resulted from the external batteries depleting during use and indicated that the controller responded as designed. At approximately 5:09am the controller alarmed with a no external power alarm during which both power cables were captured as disconnected from external power, indicating that both 14v external batteries had become fully depleted. During this time the controller was being supported by the internal backup battery, as designed. The next event captured in the log file captured the clock as reset (reading 1:00am on (B)(6) 2001) and the backup battery was briefly captured as disconnected. Based on previous complaint experience, these events are consistent with the internal backup battery becoming fully depleted. Once the internal backup battery becomes fully depleted, the controller will no longer support the pump. The length of time the pump remained without support could not be conclusively determined. It was noted in the log file that the controller was connected to batteries during night hours, when the patient was more likely to be asleep. Heartmate ii patient handbook (document # (B)(4)) section 3-"powering the system" summarizes the use of the 14v batteries. This section states "two new heartmate 14 volt lithium-ion batteries provide ten to twelve hours of support" and instructs the user to connect to the power module prior to sleeping in case the batteries run out of power and low power alarms are not heard. This section also warns "you must always connect to the power module when sleeping, or when there is a chance of sleep. You may not hear the system controller alarms when you are asleep." Heartmate ii instructions for use section 6-"patient care and management", under sub-section titled "preparing for sleep", warns "the patient must always connect to the power module for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms." During testing, the system controller's internal backup battery was allowed to fully charge. Once charged, the controller passed functional testing using laboratory test equipment and was able to support a mock circulatory loop for an extended period of time, without any atypical alarms, speed changes, or events being captured. The returned controller was found to support an lvad as intended. However, during testing it was noted that the controller's alarm speakers sounded muffled. Visual inspection of the speakers revealed that they were partially obstructed with dirt. Once the speakers were cleaned, they functioned as intended. A review of the device history records revealed that the pump and system controller met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: an autopsy was performed, however, the report was not provided. The customer indicated that they had multiple notes documenting the patient's lack of compliance with batteries and equipment. The patient had been told repeated times not to use the internal backup battery except for emergency purposes the customer suspected that the patient's cause of death was related to loss of power to the vad system.